Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative clarified that different contacts on the lead were used to get the desired coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was implanted 2 weeks ago and leads are placed in the cervical spine. Patient is reporting that he is getting settings not available on the patient controller which started 2 days after implant. Impedances are all within the 600-1000 range except for contacts 0-5 and 15 which are showing as red and over 40,000 ohms. Caller confirmed that patient was not using any of these open contacts. When using clinician tablet to increase amplitude, caller is able to increase as much as he needs to, but when using pc patient is only able to go up to 12-15 ma. Caller was not originally at the implant and does not have access to previous impedances to know if they were normal or they have changed since then. No symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient rescheduled due to covid-19. It was reported that different leads were used to get desired coverage. Issue was resolved.